Manufacturer narrative:
The customer verbally stated that the calibration and controls were acceptable. The sample centrifugation time was shorter and the speed was faster than recommended by the tube manufacturer. The field service engineer determined the issue was caused by a clot in the sample. Performance testing was run on the analyzer and was successful. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys cortisol ii on a cobas e411 disk analyzer. The sample initially resulted in a cortisol value of 7.93 ug/dl. The doctor questioned the result and the sample was repeated, resulting in a value of 1.51 ug/dl. The repeat value was deemed correct and was expected for the patient. The customer re-centrifuged the sample and located a small clot in it. The clot was removed and the sample was repeated three additional times, resulting in cortisol values of 1.53 ug/dl, 2.25 ug/dl, and 2.39 ug/dl.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.